Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this implantable pulse generator recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity during a pre-implant interrogation due to exposure to cold weather. The device has not been submitted for analysis. The sales representative does not have the serial number from the device. It has not been cleared for implant yet and has not been implanted. No patient involvement.